Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attending to a patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the patient had already expired and was in rigoris mortum for several hours.